Manufacturer narrative:
(B)(4). The 510(k) could either be similar to k061815 or k073374. (B)(4). Summary of investigational findings: no device, imaging studies or hospital or medical records have been available, and based on very limited information it is difficult to comment on the reported filter fracture. It is reported that a secondary filter leg had fractured. Scientific literature describes that manipulation in the area of filter placement could contribute to changes in filter configuration. Fracture of the wire is an uncommon, but known risk in relation to filter implant. The exact reason for the filter fracture cannot be determined based on the limited information provided. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: physician informed the rep that there is a secondary strut fracture. Physician has made a "few" retrieval attempts. Per sales rep the filter was placed in 2008. Patient outcome: unknown as information was not provided.